Manufacturer narrative:
The field service engineer (fse) detected that there some overflow on the reaction cuvettes. He then performed an instrument check with results that were out of specifications. He then found a microhole in the acid solution tubing which caused dripping into the cuvettes. The damaged part of the pipe was noted to be cut. The fse also identified an overflow in the cuvettes due to the difficulty of adjusting the wash water. He identified a problem in the water adjustment valve. He then replaced the water adjustment valve and performed adjustments of the cuvette washing. The fse repeated the instrument check and checked the reagent probe water levels. The results were acceptable. The customer changed the cuvettes and performed maintenance in advance. The customer performed the calibration and qcs with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue.   The customer should replace the cells monthly. Product labeling states "dirt in the reaction cells can affect results. Every month, replace all of the reaction cell segments." The investigation did not identify a general product problem.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) result for 29 patient samples tested on a cobas c513 analyzer commercial system (c513). The initial results were reported outside of the laboratory. The reporter stated that they noted discrepancies in the hba1c results. In the initial call, the reporter was able to provide an example of a discrepant result: sample (B)(6)- on (B)(6) 2022, the initial result was 12.1 % . On (B)(6) 2022, the repeat result was 5.5 %. The repeat result was deemed correct. In the next correspondence with the reporter, they were able to provide several other discrepant results: sample (B)(6) had an initial result of 8.4 % with a repeat result of 7.1 %. Sample (B)(6) had an initial result of 9.2 % with a repeat result of 7.7 %. Sample (B)(6) had an initial result of 9.1 % with a repeat result of 5.4 %. Sample (B)(6) had an initial result of 7.2 % with a repeat result of 5.8 %. Sample (B)(6) had an initial result of 8.5 % with a repeat result of 5.9 %. Sample (B)(6) had an initial result of 10.2 % with a repeat result of 7.9 %. Sample (B)(6) had an initial result of 7.7 % with a repeat result of 5.9 %. Sample (B)(6) had an initial result of 7.4 % with a repeat result of 6.1 %. Sample (B)(6) had an initial result of 12.9 % with a repeat result of 6.2 %. Sample (B)(6) had an initial result of 6.7 % with a repeat result of 6.1 %. Sample (B)(6) had an initial result of 6.2 % with a repeat result of 5.5 %. Sample (B)(6) had an initial result of 6.6 % with a repeat result of 5.4 %. Sample (B)(6) had an initial result of 7.4 % with a repeat result of 6 %. Sample (B)(6) had an initial result of 6 % with a repeat result of 5.4 %. Sample (B)(6) had an initial result of 11.4 % with a repeat result of 6 %. Sample (B)(6) had an initial result of 8.5 % with a repeat result of 5.7 %. Sample (B)(6) had an initial result of 10.8 % with a repeat result of 6.5 %. Sample (B)(6) had an initial result of 10.8 % with a repeat result of 5.7 %. Sample (B)(6) had an initial result of 11.9 % with a repeat result of 5.5 %. Sample (B)(6) had an initial result of 6.5 % with a repeat result of 5.8 %. Sample (B)(6) had an initial result of 10.1 % with a repeat result of 5.4 %. Sample (B)(6) had an initial result of 12.1 % with a repeat result of 5.5 %. The reagent lot number is 59191001 with an expiration date of 31-mar-2023.